Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy under general anesthesia procedure on 9/29/2020; and a barbed suture was used. During the procedure, the suture pulled off the needle while sewing the uterine wound with the third suture. The needle was confirmed to be complete that there was no broken suture in the abdominal cavity. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.